Manufacturer narrative:
H11: corrected data: upon further review of the reported event, there is no control unit leak.

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Corrected data: d1, g1

Event description:
Upon further review of the reported event, there is no control unit leak.

Manufacturer narrative:
Coolant leak is a known failure mode in the coolsculpting risk documents. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a coolsculpting unit was leaking. The provider removed the adapter and did not notice any leaks around the all-in-one connecter. The provider then reseated the adapter and attached a cooladvantage applicator, refilled coolant, power cycled the unit, ran the cooling and pump in the chiller diagnostic for several minutes and she noticed coolant started leaking out into the drawer and the back of the unit between the upper & lower module. There was no harm to the patient or provider.